Event description:
Boston scientific received information that noise was recorded on the right atrial and right ventricular leads by this device, which resulted in non-sustained ventricular episodes, patient symptoms like lightheadedness, and pacing inhibition resulting in two seconds of asystole. The noise could be reproduced on the atrial and shock channels, however not on the ventricular channel. All lead diagnostics were noted to be normal and within range. It was noted that the patient had also experienced hypotension which may have also contributed to the symptoms. Additional information was received that surgical intervention was performed to explant and replace the right ventricular lead due to continued noise and oversensing on this device. The device remains in service, however, a new right ventricular lead was implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.